Event description:
It was reported that the user experienced prolonged hyperglycemia after dosing from the iLet stopped when the system prompted to connect a CGM or switch therapy, and the user attempted to pair a Dexcom G6 continuous glucose monitor (CGM) transmitter without a sensor while trying to use a G7, resulting in no insulin delivery for approximately 18 hours and a documented blood glucose as high as 500 mg/dL; the user then reverted to backup therapy using subcutaneous insulin via pen. Symptoms included hyperglycemia and sleepiness. Outcomes included classification as a serious illness/impairment and an unexpected medical intervention requiring medication. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed a usage problem with no device problem found, characterized by improper or incorrect procedure or method, and the device component was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. The user reported plans to obtain appropriate CGM supplies to resume therapy.

Manufacturer narrative:
Initial.